Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The returned stonetome was analyzed, and a visual evaluation noted that cutting wire was detached, bent and blackened. No other issues with the device were noted. The reported event was confirmed. The failure found could had been generated by a peak of voltage or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a common bile duct stone removal procedure. According to the complainant, during the procedure, when endoscopic sphincterotomy (est) was performed, the cutting wire broke. The procedure was still completed using this device. There were no patient complications reported as a result of this event.